Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 mobile application had no audio output. Patient stated that her smart device has ios version 9.2. No additional event or patient information is available. It should be noted that at the time of the event ios version 9.2 was not yet compatible with the g5 mobile application.